Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was separated from the device case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
--

Event description:
Boston scientific received information that during a routine elective device replacement procedure it was noted that the device header was not tightly adhered to the body of the device can. It was also difficult to remove the atrial lead from the device header and extra force was used to extracted the lead from the device header. There were no allegation when it comes to the device when the device was implanted. No adverse patient effects were reported. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.